Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue and sticky buttons. Customer¿s blood glucose was unknown at the time of incident. Customer also states that insulin pump rewind takes longer and battery life diminished going through batteries within a week. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.